Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of image noise (distortion) was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: video connector damaged (scratch). A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoeye flex deflectable videoscope displayed image noise (distortion). There were no reports of patient harm or involvement.